Event description:
Patient underwent lung cryoablation procedure. During the second probe insertion/positioning, a mild pneumothorax occurred intra-procedurally. The physician assessed the event as a non-serious, mild adverse event with no evidence of device malfunction or deficiency. The event aligns with known risks of lung cryoablation procedures described in the device labeling and user manual, and the complaint will continue to be monitored for trends.